Event description:
It was reported that the patient's skin over the device experienced necrosis. The device was explanted and a new device implanted deeper in the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.